Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The service history record was reviewed. The unit was triaged, and the reported issue could not be confirmed at this time. The unit passed accuracy test using 125ml of water, the delivered rate was as expected. The rotor was damaged (roller not spinning freely), the gasket and tie were replaced due to opening the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had failed the flow rate test. When set at 150 ml per hour, the measured value after 30 minutes was 96 ml. There was no patient harm.